Event description:
It was reported the articular surface trial chipped while the hcp was trying to take it out after trial reduction was completed. No patient impact. No additional information.

Manufacturer narrative:
B)(4). Tis event was originally filed under an incorrect mfg number- 0001822565-2022-03279. That MDR has been voided and this new MDR created to correct the issue. Visual examination of the returned product identified signs of use (nicked/gouged) and a hole on the device is deformed. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Complaint is not confirmed as no chip or fracture is seen a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.